Manufacturer narrative:
(B) (4).

Event description:
Reported from clinical trial in (B) (4) for product marketed in the USA: event: necrosis evolution of the ulcer (aggravation of study leg ulcer) and surinfection of study ulcer s. Aureus and p aeruginose. Treatment: biantibiotherapy.